Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to the patient's normal feelings/ result(s). The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that his normal readings are usually at "220mg/dl" or below. The patient stated that an unspecified date and time at (B)(6) 2011, he obtained the alleged high reading of "303mg/dl". The mss was informed by the patient that he manages his diabetes with levemir (sliding scale) and denied making any changes to his normal diabetes management routine in response to the reported issue. At an unspecified date and time, approximately two weeks after the alleged issue occurred, the patient developed symptoms of "blurry vision, sweating, and headaches" which he "associates with severe hypoglycemia". The patient claimed to have self-treated with food and "a few minutes later, felt better". At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca noted that there was no control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue occurred.